Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took essure out 18 months ago with my tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced face oedema ("face is swollen") and hypersensitivity ("bad allergic reaction"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the medical device removal, face oedema and hypersensitivity outcome was unknown. The reporter considered face oedema, hypersensitivity and medical device removal to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: face is swollen, bad allergic reaction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took essure out 18 months ago with my tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced face oedema ("face is swollen") and hypersensitivity ("bad allergic reaction"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the medical device removal, face oedema and hypersensitivity outcome was unknown. The reporter considered face oedema, hypersensitivity and medical device removal to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: face is swollen, bad allergic reaction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event pregnant with essure and device ineffective updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.